Event description:
Pt reported freedom pump making weird ticking sounds. Pump is being replaced. Unknown if patient missed a dose or had an interruption to therapy. Unknown if patient experienced an adverse event as a result. Device is available for return. No further information, details or dates provided.